Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's mother stated that they had high blood glucose of 474 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother reported that the no delivery alarm was resolved by a complete set change including the reservoir. Troubleshooting was done. The insulin did exit and the no delivery alarm did not recur. The reservoir will not be returned for analysis.